Manufacturer narrative:
Date of birth: unknown, not provided. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported the flap was created and was in intact on the left eye (os) during surgery with an intralase patient interface (pi) after the patient was applanated and after the laser fired. The surgeon chose not to attempt lift due to bullae on cornea. The excimer portion of treatment was not completed. Patient was rescheduled for photorefractive keratectomy (prk) on (B)(6) 2018. There was no issue with patient interface. Prk was successfully completed on (B)(6) 2018, outcome 20/60 on day 5. Patient will return to clinic on (B)(6) 2018. It was additionally reported, bullae healed by prk treatment day on (B)(6) 2018.